Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -14.00/+1.5/059 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. The lens was reported as excessive vaulting and remained implanted. Vision ok for now. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Pt info: unk. Explant date: unk. PMA/510(k): this product is not marketed in the us. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was explanted and replaced for a shorter lens on (B)(6) 2022. The problem was resolved. Everything is ok. Claim # (B)(4).